Event description:
During baxter's evaluation, a device had a keypad anomaly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation determined that the following keys are inoperable: 2, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed, an automatic output of the #2 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). Pump found able to power up via on/off key. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.